Manufacturer narrative:
The catheter was received in the lab for analysis. (B)(4). It was reported that during an atrial flutter left (l-afl) procedure, the impedance was 190-220 in the left atrium mid chamber once that the catheter was connected. The customer was advised to replace the catheter and it did not resolve the issue. After follow up with the customer to obtain detailed information regarding the event, it was stated that approximately half way through the procedure, the patient had a sudden drop in blood pressure from low 100s to 78 systolic blood pressures. Ice was immediately used and a pericardial effusion was diagnosed by the physician and a pericardiocentesis was performed immediately. The patient was pronounced deceased after multiple emergency drugs, pacing, defibrillations, CPR were unsuccessful. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection, irrigation and calibration tests were performed and the catheter passed all tests. The catheter passed all specifications. The root cause of the pericardial effusion and deceased of the patient remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Event description:
It was reported that during an atrial flutter left (l-afl) procedure, the impedance was 190-220 in the left atrium mid chamber once that the catheter was connected. The reporter performed a troubleshooting by changing out the ablation cable, redel cable, redel adapter, indifferent electrode pad and cable before the report. The customer was advised to replace the catheter and it did not resolve the issue. The reporter was advised to replace the stockert which did not help to fix the issue. After this, the customer was advised to reboot the piu and workstation since the impedance passes through the carto. The field engineer on call was transferred in and wanted the local field service engineer to test the piu. The reporter's followed-up reporting showed that they tried troubleshooting between the stockert and the carto 3 piu in attempts of identifying the cause of the high impedance readings. Another catheter was used during this troubleshooting. After follow up with the customer to obtain detailed information regarding the event, on (B)(6) 2012 additional information was received and it was stated that while the physician was performing ablations, it was noticed a drop on impedance to 130's. The generator settings were 120 seconds for time, and the watts were ramped up from 30 w to 40 w, then to 50 watts within first 10-15 seconds of beginning the ablation per physician's direction. There were no char or steam pop noted. The customer tried to solve the issue by troubleshooting with no change. The impedance values were varied anywhere from 150-200 depending on the area of the catheter placement in the left atrium. The customer also changed the stockert generator (which was a loaner), and used the other ep lab's stockert during the troubleshooting.

Manufacturer narrative:
Concomitant products: carto 3 system us: catalog #: fg540000, serial #: (B)(4); c3 interface cable therapeutic us: catalog #: cr3425ct, lot #: 15731953l; thermocool sf nav us: catalog #: d131803, lot #: 15686962l. Follow up is in process to investigate if there is a stockert pi related for this complaint. (B)(4). Manufacturer reference #: (B)(4) bwi employee suggested to the physician and the account not to proceed with the procedure until system could be checked but the physician made the decision to continue with it. Approximately half way through the procedure, the patient had a sudden drop in blood pressure from low 100's to 78 systolic blood pressures. Ice was immediately used and a pericardial effusion was diagnosed by the physician and a pericardiocentesis was performed immediately. The patient was given IV meds per anesthesia for bradycardia heart rhythm. The patient was also, atrial-paced with intracardiac ep catheter. The impedance values during the ablations around the la appendage were noted to be 120-130. Following the interventions the patient's blood pressure improved to a reading of 180/80. The physician continued to drain the fluid from around the heart, and this blood was auto transfused back to patient via a central femoral venous sheath that was in place for the procedure. The decrease in volume and abg's showing acidosis were being treated with IV fluids and medications. A transthoracic echocardiogram was ordered and there was no more fluid seen around the heart, but the patient's blood pressure and heart rate continued to drop at this point. The physician at this time proceeded to have the code blue status announced and CPR was initiated due to low blood pressure, bradycardia and weak pulse. The patient was pronounced deceased after multiple emergency drugs, pacing, defibrillations, CPR were unsuccessful. Following the case a few hours later, the physician was wondered if there was not perhaps a right coronary artery event that leads to the patient's demise, since the patient had a recent stent placed in the right coronary artery which possibly closed down with the low perfusion state. The patient had a history of copd (chronic obstructive pulmonary disease), and esophageal ca with extensive radiation to the area involved. It was mentioned the next day in regards to possible aspects to the high impedances we were seeing. As patient death event was received when additional information was requested to the customer, the alert date changed to (B)(6) 2012.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(4) 2013, additional information was provided by the attending physician: the physician stated that he performs more than 500 ablations per year, and it was stated that the procedure was left atrial ablation to treat a-fib (can't confirm type of a-fib). The issue with the impedance in this case was not completely new, the physician reports that he has been experiencing higher than usual impedances since he started using carto 3. In this case the impedance was slightly higher than previously experienced but nothing "atrocious". For this procedure and before ablation started, the physician did some manipulation of catheters in the right heart (about 40 minutes before the ablation). He was not able to recall what type of catheters or the exact reason for the right heart catheter. After some troubleshooting related to the impedance, the ablation procedure went smoothly and with no issues ("it went very good"). The physician is very confident that the pericardial effusion was due to right heart perforation (the drained blood was very dark and the bleeding was not profuse and it stopped easily. The physician stated that this perforation was not related to the ablation catheters or the ablation procedure; it was related to the manipulation of the catheters in the right side. (B)(4).